Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2019. Occupation: initial reporter is a mitek sales representative investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. The device was visually inspected for any gross visual defects that may contribute to the complaint condition. However, there were no anomalies observed. To test the functionality of the device, a suture was loaded into the cutting channel however was able to cut the suture with the device. The device is reusable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of their cord cutters are no longer cutting. There was no patient involvement or surgical delay to any upcoming procedures as they have other cord cutters available. The devices will be returning for evaluation. This report is for a cord cutters. This is report 1 of 2 for (B)(4).